Manufacturer narrative:
Unit had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked case at display window corners, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that insulin pump experienced keypad anomaly. It was reported that numbers continued to scroll and buttons were not responding. Customer's blood glucose was 200 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.